Manufacturer narrative:
Concomitant product(s): - field service specialist visited the account and cleaned optics of balanced salt solution, which was causing an artifact. Adjusted flat to plano and adjusted the sphere. Tested system. No problems found all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had lasik with idesign procedure and presented with overcorrection in right eye post treatment. Patient experienced loss of best corrected visual acuity (bcva) equal to or above 2 lines. No intervention was required. Right eye: pre-op: -6.86 -0.35 x 41 bcva 20/20, post-op: +1.75 -0.25 x 95 bcva 20/30.